Event description:
(B)(4). Same case as MDR ID 2134265-2013-09860. It was reported that inadequate/insufficient apposition of stent occurred. In (B)(6) 2012, the subject presented with myocardial infarction and recurrent angina pain and referred for cardiac catheterization. The target lesion was an in-stent re-stenotic bifurcated lesion of a previously placed unknown stent located in the right posterior descending artery (r-pda) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The physician treated the target lesion with pre-dilatation using a 2.25 x 10 mm flextome cutting balloon and placement of a 2.25 x 24 mm and 3.00 x 32 mm promus element plus stents deployed in over lapping fashion of the previously deployed stent. Following post dilatation, the residual stenosis was 40% with under expansion of stented segment. The next day, subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during index procedure, two lesions were treated and not only one lesion as previously reported. The target lesion #1 was a long lesion with 80% instent restenosis (isr) of an unknown bare metal stent (bms) located in the distal right coronary artery (rca) extending to right posterior descending artery (r-pda) which was treated only with placement of 2.25x24mm promus element plus stent in overlapping fashion and followed by post dilatation using kissing balloon technique. Target lesion # 2 was located in the mid rca extending to distal rca with 70% isr of an unknown drug eluting stent and was 26 mm long with a reference vessel diameter of 3.0 mm. It was treated with pre-dilatation and placement of 3.0 x 32 mm promus element plus stent in an overlapping fashion. Following post dilatation, the residual stenosis was 40%. The patient was discharged on aspirin and prasugrel and not clopidogrel as previously reported. In addition, the site has confirmed that the stent under expansion following balloon angioplasty and placement of the 3.00x 32mm promus element plus stent was only due to a resistant plaque and none of the devices were responsible for this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).